Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. Blood glucose level at the time of the incident was 525 mg/dl which the customer treated. Troubleshooting for no delivery alarm was performed. The infusion set was replaced and customer agreed to return the product.